Manufacturer narrative:
Please note that the following section was updated based on additional information obtained from penumbra quality specialist on 24 aug 21: 1. Section g. Box 3. Report source. Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra representative indicated that the device was lost in transit and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using a smart coil. During the procedure, a smart coil would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.